Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a dreamtome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2009. According to the complainant, the dreamtome blue plastic tip was frayed when it was pushed out of the scope into position. This made it impossible to cannulate. The procedure was completed with another dreamtome rx sphincterotome. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual evaluation revealed that the working length/ distal tip was twisted and the tip was smashed and cracked/ split. Examining the tip, it appears that the distal tip might have come into contact with some part of the scope (elevator) while being pushed through the scope, causing the tip to be smashed and cracked/ split. The condition of the returned unit was consistent with the complaint incident that the tip was damaged (frayed). The most probable root cause is caused by other device.

Event description:
It was reported to boston scientific corporation that a dreamtome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2009 (patient age, gender and weight are unknown). According to the complainant, the dreamtome blue plastic tip was frayed when it was pushed out of the scope into position. This made it impossible to cannulate. The procedure was completed with another dreamtome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.